Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported "break in cord insulation" observed, found during reprocessing. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had poor image color. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing, or you have any questions, do not use the items; immediately contact olympus." Reference page 13 olympus will continue to monitor the field performance of this device.

Event description:
It was reported "break in cord insulation" observed, found during reprocessing. There was no patient involvement, no harm reported due to the event.